Event description:
It was further reported that the cables were tested on an alternative analyzer and the issue persisted. The analyzer remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that two patient analyzer cables had no signal and displayed a flat line on the atrial channel during an implant procedure. Two different analyzer cables were attempted and had no signal and displayed a flat line on the atrial and ventricular channels. It was noted that this occurred during the first use of the cables. The cables were returned. The analyzer remains in use. No patient complications have been reported as a result of this event.